Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed tibial component catalog # 00598004701 lot # 64197788. Nexgen stemmed femoral component catalog # 00599601551 lot # 63779745. Report source: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2020-00231. 3007963827-2020-00116. Product location is unknown.

Event description:
It was reported that the patient underwent a left knee arthroplasty due to osteoarthritis. The patient was given functional exercise and recovered. The patient experienced painful left knee and was given a hip injection. Further, the patient underwent an outpatient service to draw out pus. Subsequently, the patient was revised due to postoperative infection. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a5, b4, b5, b7, d4, g4, g7, h1, h2, h3, h6, h10. Correction: d4. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates that the patient was revised for infection. However, no other information was provided. Also, x-ray was provided, but not reviewed by hcp. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.